Event description:
It was reported that the patients implantable pulse generator (ipg) required frequent and prolonged charging sessions. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months from the date the manufacturer became aware of the event.